Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device header and connectors revealed no anomalies. Further analysis was performed, including output verification and capture tests which revealed the device functioned normally. A longevity assessment was performed, and the device was in the normal range of operation with an appropriate remaining longevity.

Event description:
It was reported that during an implant procedure, there was an increase in capture threshold that resulted in a loss of capture on the left ventricular (lv) channel. The lv lead was tested with a pacing system analyzer and no anomalies were noted. The device was explanted and replaced to resolve the event and the patient was stable and will continue to be monitored.